Manufacturer narrative:
The device was returned and received by cardinal health. The device was received with the shuttle cartridge engaged to the handle. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged. The dislodged proximal tamp lock prohibited the advancer tube from properly engaging the tamp locks, resulting in failure to deploy. Adhesive residue was observed on the polyimide shaft at the corresponding tamp lock position. The review of the lot history review (f1604001) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the provided information and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyimide shaft. The issue is being further investigated through CAPA. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the advancer tube was not visible after shuttling down the mynxgrip device. The device was being used for arterial closure with a 5f procedural sheath following a diagnostic procedure. The doctor shuttled down completely and pulled the procedural sheath out to deliver sealant; however, the white advancer tube did not show. The stopcock was opened on the procedural sheath prior to shuttle down. Significant resistance was not felt when shuttling down. Excessive force was not applied when shuttling down. Unusual force was not applied when retracting the procedural sheath. There were no kinks in the sheath or device after removal. Manual compression was applied for 30 minutes or less. The patient was described as fine and hospitalization was not prolonged as a result of the event. No further information is available.